Event description:
Reporter noted distal tip of endolaser probe came off in eye, while pulling probe out during surgery; removed with no injury. In additional information received in 2002, surgeon noted this could cause injury if it recurs.